Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation, separated in a fragment and main body. Visual inspection revealed that both the fragment and the main body had no kink or no similar flaw in the visible range. The length of each portion was measured. The fragment measured approximately 234 mm and the main body measured approximately 2366 mm; therefore, the total length was 2600 mm, which was equivalent to the specified length of the involved product code. Fragment (234 mm) + main body (2366 mm) = 2600 mm; specified length of the involved product code =2600 mm. Magnifying and electron microscopic inspections revealed that the urethane outer layer of both fractured ends had been elongated and some creases had been generated. Magnifying and electron microscopic inspections revealed some radial streaks on the fracture surface of the core wire of both portions. The outer diameter of the actual sample was measured on a part other than the fracture and confirmed to meet the factory's control criteria. No anomaly in the outer diameter was observed. Since the length of the actual sample (the fragment + main body) was confirmed to be equivalent to the specified length of the involved product code, it was conceivable that there was no portion missing from the actual sample. Mechanism of the guidewire fracture: the manufacturer is aware that the guide wire may become fractured when it has been subjected to on of the following loads: one-way torque load to a test sample kept in a curved shape: radial streaks are observed on the fracture surface; repetitive bending load at a 90-degree angle: dimple pattern is observed on the fracture surface; pulling load in one direction: the outside diameter of the wire has been diminished toward the fracture end; pulling load to the test sample kept in a loop shape: the fracture end has been curved, and the fracture section of the core wire presents some regularity depending on the load the guide wire has been subjected to. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was fractured due to having been subjected to a consecutive one-way torque load while kept in a curved shape. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4). Please see MDR 2243441-2020-00053 for the importer report.

Event description:
The user facility reported that the stiff angle glidewire broke during the procedure. The patient's condition was good. The procedure was successful after snaring the broken wire. There was no patient injury, medical/surgical intervention required. Additional information was received on 21aug2020. The procedure being performed was an aif runoff/intervention. The patient's condition was stable. There was no wire left in the patient. The procedure was completed with another wire and devices.